Manufacturer narrative:
This report is being submitted due to a retrospective review conducted under CAPA(B)(4). Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: the field service engineer (fse) was dispatched on (B)(6) 2017. The fse replaced the diaphram for possible leaking and found that the cause of the leaking was a drain backing up. To resolve the issue, the engineer cut off a portion of the drain hose and suggested that the customer elevate the instrument to increase drain flow. The g8 was working as intended. No further action required by fse. The probable cause of the event was a backed up waste system drain line

Event description:
On (B)(6) 2017 a customer reported they have a leak with their g8 analyzer. The customer was unable to run samples and requested service to address the reported event. A field service engineer (fse) was dispatched to address the reported event, which resulted in delay reporting hba1c patient results. There was no indication of any patient intervention or adverse event consequence due to the delay of reporting patient results.